Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter that the patient expired. The patient was not feeling well and was in cold sweats, ems was called and patient was taken to ER where he had shortness of breath and was intubated. Cardiac arrest with pulseless electrical activity (pea) was noted, he was then given CPR with acls. He coded twice and after 26 minutes into the code, effort was terminated and he was pronounced dead. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the cause of death was unrelated to the device or its setting.